Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of drawings, manufacturing instructions, quality control data, and specifications was also performed. One used device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the open position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The support sheath is bowed. A check of the basket sheath found no kinks or damage. The functional test determined the handle actuates the basket formation. A visual examination of the device noted that one wire has pulled out of the cannula and one wire is broken/cut with 1 mm protruding from the cannula. The other two wires are secure. The device history record was reviewed and noted there was one non-conformance noted. The non-conformance was not related to the reported failure mode. A review of complaint history revealed this complaint is the only one associated with lot number ns7445220. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause could not be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported during a flexible ureteroscopy procedure while using the ncircle tipless stone extractor the basket ruptured. The basket was replaced to proceed with the procedure. No part of the device was left in the patient¿s body. No additional procedure was required. There were no adverse consequences or effects to the patient due to this occurrence. Additional patient, device and event information has been requested but has not yet been received.